Manufacturer narrative:
An evaluation of the scd express was performed for the reported condition of, ¿thermal issue¿. The unit was triaged and the reported issue was confirmed. The potential root cause is the use of an unauthorized power adapter by the user. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 04/26/2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, the customer reported that the unit not turning on. Upon triage at the covidien service center on (B)(6) 2017, a short was found inside the case burning the power supply.